Manufacturer narrative:
Based on the information provided the patient was treated conservatively for the bowel obstruction with medication and the issue resolved uneventfully, with no surgical intervention required. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the bowel obstruction. A manufacturing review that was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol and is associated to phasix dvl-he-016: on (B)(6) 2016 the patient underwent repair of a primary incisional midline umbilical hernia with the implant of a bard phasix mesh. The length of the hernia was measured to be 5cm and 3cm in width. A retro-rectus, (B)(6) open technique with component separation was performed. At this time the patient also underwent an ileocecal resection and endometriosis nodula resection. The assessment of the hernia site was clean-contaminated due to a small bowel resection with anastomosis. The wound was closed with absorbable monofilament suture with 18 fixation points. On (B)(6) 2017 the patient was diagnosed with a small bowel obstruction. This ae is assessed by the clinician as not a serious ae that is possibly related to the device and possibly related to the procedure. The patient is reported to have been treated with medication and the issue resolved uneventfully.

Manufacturer narrative:
This is an addendum to the initial MDR to make a correction to the expiration date and UDI number.